Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a "slow rate issue" with normal saline treatment. The device alarmed 'infusion complete' with 150ml left in the bag (rate 999/hr and volume 1000cc). This occurred in the infusion center unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.